Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. A 2-10-2mm/105cm-7005d polaris x¿ was selected for use. During unpacking, it was noted that catheter had a distal fracture before the 9-10 dipole. The procedure was completed with another with the same device. No patient complications reported and patient's condition is stable.